Event description:
It was reported by service report that the footboard and the wheel assembly were cracked. Also, the nurse call cable was missing. This was due to damage incurred during shipping. No pt involvement or adverse consequences are reported.